Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified distal tip damaged (bent) and peeled at 0.3cm approximately from the distal end; moreover, the polymer coating is kinked at 289.5cm approximately from the proximal end. All the outer diameter (od) measurements taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during unpackaging for a percutaneous transluminal angioplasty procedure, the v-14 guide wire tip was deformed. The physician noticed the tip of the v-14 guide wire was deformed when removed from the packaging during preparation for the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the distal tip peeled at 0.3cm approximately from the distal end.